Manufacturer narrative:
Device evaluation: analysis of the returned device identified: wear abrasion. Leak test and microscopic analysis was performed which identified: device no leakage. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jul/2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "slow leak" -- deflation.

Event description:
Patient reported a right side "slow leak.". Additionally healthcare professional reported "a right side deflation and exchange". The device remains implanted.